Event description:
There was no patient involved in this event. Memory full prompt.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2014 and performed successful self-tests up to the last log entry on the (B)(6) 2015. Multiple manual power ons of under one minute duration were recorded during this period. The memory log did not record any entries after the (B)(6) 2015. There were 54 log entries in the memory log. Investigation found the reported fault can be attributed to memory full warning due to regular manual power cycling. The majority of the manual power ups occurred between 9am and 5pm, this may indicate the user was regularly power cycling the device. The fault was successfully replicated during testing. The memory full warning is not a failure of the device and can be erased by saver evo application. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.